Event description:
The customer stated finding several syringes that have a crack on the barrel.

Manufacturer narrative:
H3. Eval summary: visual examination of the returned devices confirmed a longitudinal crack on each syringe barrel ranging from 1 1/2 to 2 inches long. One of the syringes displayed evidence of impact at the center of the crack, the second one just had the two inches long crack with no other evidence of damage observed. It is not possible to determine if the cracks occurred during mfg, shipping or as a result of user technique. Analysis of complaint data over the past two years reveal that cracked syringe barrel complaints occur at consistent low level in relation to the total volume of syringes produced. A review of our records shows that no other incidents have been recorded for this condition and lot number.